Event description:
Complainant alleged that during inspection of the device, "bridge test failed" message displayed during 30 joules self test. Complainant indicated that there was no pt involvement in the reported malfunction.